Manufacturer narrative:
(B)(4). One pulse oximeter was returned for investigation. A visual inspection was performed and no anomalies were found. Performance tests were then conducted. The unit was turned on and during the power-on-self-test (post), the display was found to be functioning normally. However, it was noted that next to the set time display there were missing segments in the unit¿s character of the hour. The customer reported malfunction was verified. The reported failure of ¿unit display was missing segments¿ was verified. This is a known issue, and has been isolated to the user interface printed circuit board (ui pcb). Remedial actions efforts have been taken. Complaint trends will continue to be monitored. This product is no longer manufactured. Recall letter sent on 10 july, 2015 associated with this issue.

Event description:
It was reported that during patient use, a pulse oximeter display was missing segments. There is no report of death or serious injury associated with this event.